Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm tubing was defective/damaged the following information was provided by the initial reporter: the head nurse reported that the connection between the extension tube and the y-shaped seat broke during use. One tube was affected. A green claim is required. A complaint reply letter and a complaint acceptance letter are required. Samples can be returned and photos can be provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned four photos and one defective sample. 1) the returned photos show the broken extension tubing part and the pp connector part. 2) the returned sample shows that the extension tubing is broken at the connection between the extension tubing and the pp connector, the fracture surface of the extension tubing is uneven, and uniform in thickness. Please see attachment (B)(4) for the photos. 2. DHR/bhr review(lot#2326404): 1) this batch of products were assembled at intima ii auto line 3 in january 2023, and packaged at r240 package line in january 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. The retained samples of this batch are taken for the pull strength test between the extension tubing and the pp connector. The test results meet the product specifications. Please see attachment (B)(4) for the test reports. 4. Cause analysis: 1) in the attachment, the representative added information: the needle was used for about 12 hours. At night, after the girl turned over, the blood was returned, and the patient's mother found that there was a fracture. It indicates that the indwelling needle has no leakage and other abnormal in the process of exhaust, puncture and infusion. 2) during product assembly, no device will touch the fracture site of the extension tubing. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. Through the inspection and analysis of the returned sample, the root cause of the fracture of the extension tubing cannot be determined, and the plant will continue to track the defect.